Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 698.8 mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury. It was reported that a motor stall occurred. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics included reading the logs. Per the print report the motor stall occurred (B)(6) 2016 at 09:43. Interventions was reported replacing the pump on (B)(6) 2016. The issue was not resolved at the time of the report. The patient status at the time of the report was alive, no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.